Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
A portion of a pt's catheter segment was described as being "flattened." A break/tear/hole was further noted, in addition to a possible occlusion. The pt was without injury, and had recovered without sequela following a replacement procedure. The drug administered via the pump was not reported. Additional info has been requested, but was not available as of the date of this report.